Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "granuloma" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed creases on the device. As per the investigation procedure, non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. Healthcare professional later reported "radial folds and scarce peri prosthetic fluid not pathological" observed via MRI and "focal granulomatous reaction to a foreign body (consistent with silicone)" diagnosed via pathology. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture and capsular contracture baker grade IV. Continued e1 phone number: (B)(6).

Event description:
Physician reported left side rupture and capsular contracture baker grade IV. Device has been explanted

Manufacturer narrative:
Previous medwatch submission noted granuloma and seroma-late. Upon further review allergan has determined that the events of granuloma and seroma-late did not occur. Hence granuloma and seroma-late is being unreported. Additional, changed, and/or corrected data: b5.

Event description:
Previous medwatch submission noted "granuloma" and "seroma-late." Upon further information, allergan has determined that the event of "granuloma" and "seroma-late" did not occur.